Event description:
It was reported that an alarm occurred on the pump while it was in operation. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support decided to replace the pump, which was out of warranty. The customer was advised to schedule an appointment with their healthcare provider to collect the new pump.